Event description:
It was reported that during a transarterial chemoembolization (tace), the guidewire was advanced against resistance and consequently the guidewire broke. The physician removed the guidewire and continued the procedure with a similar device. There was no reported clinical consequence to the patient.

Event description:
It was reported that during a transarterial chemoembolization (tace), the guidewire was advanced against resistance and consequently the guidewire broke. The physician removed the guidewire and continued the procedure with a similar device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The subject device was disposed; therefore, physical analysis cannot be performed. A review of the device history record (DHR) confirmed that the device met all material assembly and required specifications prior to release. Additional information obtained confirmed that resistance was encountered during guidewire advancement, and that the guidewire was advanced and withdrawn against resistance. The fathom's direction for use (dfu) specifically indicates that excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip. Therefore, a root cause of user/use error has been assigned to this event.